Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral and umbilical hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent ventral hernia repair surgery during which the surgeon noted the previously placed mesh detached from the fascia on the right side and was excised with the hernia sac. It was reported that the patient experienced severe pain, mesh migration, recurrence, inflammation, bulging, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 8/19/2020. H6 patient code: 3189- surgical intervention. Additional information: a2,b7,d3,d7,g1,g2. Additional b5 narrative: it was reported that the patient underwent mesh removal on (B)(6) 2016.